Manufacturer narrative:
H3: product analysis confirmed a syringe was used to inflate the cuff with 15cc of air, and it leaked out immediately. Under magnification, it was determined there was a puncture measuring 0.02¿ on the distal side of the cuff opposite from the printing on the main tube. All the electrodes were within their respective lumens, and the puncture did not align to the electrode lumens. Electrically, the resistance of each lead shall be between 1.7 and 3.7 ohms; the actual measurements were; red, 3.0 ohms, red [w/white band], 3.2 ohms, blue, 3.3 ohms, and blue [w/white band] 3.1 ohms. There were no shorts between circuits or intermittent behavior while manipulating the circuits. A review of the global complaint data showed no other complaints about this lot number. This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting gu idance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the device had no function when connected machine pre op. There was no patient involvement.